Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e.1. : phone number: (B)(6). Device photograph(s) for the device related to the reported event of rupture requested on (B)(6) 2024. It is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch #1. Aware date should have been listed as 13/nov/2024.

Event description:
Explanting physician reported left side device rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.